Manufacturer narrative:
No sample was received for evaluation therefore we are unable to confirm the issue report. However, cardinal health has become aware of an issue in which the hydroline and pulse wave trumpet valves may not close properly, which could cause continuous suction. There is a remote possibility that inability to control suction during a procedure may result in loss of carbon dioxide in the abdomen, reduced visibility of the surgical site and potential injury to organs and body tissue. Cardinal health has issued a voluntary recall that was initiated on (B)(6) 2018.

Event description:
The suction button for aspiration stays blocked. The button doesn't go up after a period of time when there is a lot of blood aspiration during intervention.